Event description:
A malfunction was reported with a code displayed as malf 0, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. It was advised that the customer could continue using the pump and contact support if the issue recurred; the customer acknowledged and understood these instructions.